Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the connection between the cartridge and handle was impossible due to a broken off cartridge connection part. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full complement of staples. The lock ring was observed to be broken. Microscopic examination of the knife blade displayed no damage. Pmv performed functional testing. The reload was able to be loaded into a pmv representative instrument for functional testing. The reload was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the connection between the cartridge and handle was impossible due to a broken off cartridge connection part. They changed to a new product to complete the case. There was no patient injury.